Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the event(s) that prompted the transplant could not be conclusively established. The patient received a heart transplant on (B)(6) 2021. No alarms were reported at the time of the event. It was communicated that due to patient privacy laws, the account would not provide patient outcome information. Based on a review of the available patients records and the reported patient outcome, there were no device issues at the time of the patient expiration and the device had operated as expected. The heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. No device related issues were reported by the account; however, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer.